Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon the string separated from the pledget. As she manually removed the pledget from her vaginal cavity it fell apart. She was able to remove some pieces but she also went to the emergency room for removal of the remaining pieces. She experienced some vaginal soreness after removal which has improved. She used motrin and was already taking cipro for preventative measures from a previous incident. There were no follow-up medical visits planned.